Event description:
A male pt with down syndrome and a symptomatic ostium secundum asd was referred for a device closure. Under general anesthesia right and left catheterization were performed. Transesophageal echocardiography (tee) was done and showed a multi-fenestrated atrial septal defect (5-6 defects). So, we decided to close the defect with a 35mm cribriform (aco) device. The procedure was done without any problem. The tee evaluation showed the aco in good position with a minimal residual shunt in the inferior portion of the septum through the aco. After 6 hours, a progressive av block to complete heart block occurred. We began corticoid treatment. The next day, the transthoracic echocardiography showed the aco in good position with no residual shunt. After 60 hours, the patient was still with complete av block, so the aco was surgically removed. The patient is recovering and doing fine.

Manufacturer narrative:
Upon receipt of the amplatzer cribriform occluder, the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed.at this time no further information was received to conclusively determine the cause of this event. Should additional information become available, we will submit a supplemental MDR at that time.